Event description:
It was reported that when using the bd pyxis¿ medstation¿ es not recognized loaded cubie. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident found pyxis not recognized loaded cubie. A technical support specialist confirmed that the issue was resolved by customer after reboot. No further information was supplied the customer canceled the ticket for assistance. The system functioned as intended after the customer resolved the issue.